Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings in fill 4 of 4. The patient stopped treatment and found fluid in the cassette. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient has continued doing treatments with new cycler sets and the same cycler with no further issues. The patient does have the cycler set to return as a sample product.